Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the condition of the fascia tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was there any patient event prior to symptoms (fall, cough, etc)? Can you describe how much fascial ¿dehiscence¿ in mm? Were there any photos taken of the incision/ dehiscence? What is the surgeon opinion of contributing factor to the fascial dehiscence? What was the date of the second procedure to treat the dehiscence? What are the patient weight, past medical and surgical history? Can you identify the lot number of the vcpb725d? Do you have any samples or the suture for evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a partial gastrectomy procedure on (B)(6) 2016 and the suture was used. One month following the procedure, the patient experienced a surgical wound dehiscence at house and was taken to the emergency room on (B)(6) 2016. It was noticed that an upper half of the surgical wound had been sutured; however, a lower half of the surgical wound had suture breakages other than knotted areas. There was no surgical site infection and no fascial tear was observed. The re-operation for wound dehiscence closure was done successfully. The patient expected to be discharged from the hospital after follow-up. The doctor opined that he had never experienced a surgical would dehiscence without a surgical site infection and there might have been a problem with suture tension strength. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 10/17/2016. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: lot: kdz671, expiration date: 03/31/2021. Date of mfg.: 04/14/2016. Lot: kcm219, expiration date: 02/28/2021. Date of mfg.: 03/02/2016. Lot: kdm720, expiration date: 03/31/2021. Date of mfg.: 04/06/2016. Lot: kdm416, expiration date: 03/31/2021. Date of mfg.: 04/05/2016. Lot: kdk813, expiration date: 03/31/2021. Date of mfg.: 04/30/2016. Lot: kbz185, expiration date: 01/31/2021. Date of mfg.: 02/10/2016. Lot: kbz489, expiration date: 01/31/2021. Date of mfg.: 02/12/2016. Lot: kcm518, expiration date: 02/28/2021. Date of mfg.: 03/04/2016. Lot: kcz247, expiration date: 02/28/2021. Date of mfg.: 03/09/2016. Lot: kd6512, expiration date: 03/31/2021. Date of mfg.: 04/19/2016. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of these lots. Additional information was requested and the following was obtained: what was the condition of the fascia tissue (normal, diseased, weakened)? The condition of the fascia tissue was normal. How was the suture placed (interrupted or continuous)? Interrupted suturing. Was there any patient event prior to symptoms (fall, cough, etc)? No information. Can you describe how much fascial dehiscence in mm? No information. Were there any photos taken of the incision/ dehiscence? No information. What is the surgeon opinion of contributing factor to the fascial dehiscence? The doctor commented that he had never experienced a wound dehiscence with a vicryl plus product before. He was unsure whether or not the contributing factor was due to a suture tensile strength or the production lot problem. What was the date of the second procedure to treat the dehiscence? Unknown. The patient came back the hospital because of the dehiscence on (B)(6) 2016. What are the patient weight, past medical and surgical history? The patient (B)(6) are unknown. Can you identify the lot number of the vcpb725d? The possible lot numbers are kbz185, kbz489, kcm219, kcm518, kcz247, kd6512, kdk813, kdm416, kdm720, and kdz671. Do you have any samples or the suture for evaluation? No, we don¿t. What is the current condition of the patient? Good.